Event description:
The customer reported that the insulin pump alarmed motor error several times. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to confirm several alarms found in alarm history due to corrupted history file. Scratched lcd window and cracked battery tube threads noted during visual inspection. The insulin pump passed displacement test, rewind and basic occlusion tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.